Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: mps (B)(6) reported foot pedal and hand piece are not engaging anspach. Device evaluation and results: per gsp (B)(4): peripheral connection error. Fse connected everything and tried multiple times but could not get this system to fail. Disconnected everything and did a very thorough cleaning of the fiber optics per the service manual, as dirty fibers are the primary culprit of this error, to hopefully prevent this error from re-occurring. Also used microcamera to physically view the fibers and they appear to be very clean. Product history review a review of device history records shows that on 08/09/16 1 device was/were inspected and device was/were placed on nc/npr/qt: (B)(4) revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: connected and completed a pre-surgery without issue. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4) - mps (B)(6) reported foot pedal and hand piece are not engaging anspach. Peripheral connection error. Fse connected everything and tried multiple times but could not get this system to fail. Disconnected everything and did a very thorough cleaning of the fiber optics per the service manual, as dirty fibers are the primary culprit of this error, to hopefully prevent this error from re-occurring. Also used microcamera to physically view the fibers and they appear to be very clean. Again, connected and completed a pre-surgery without issue. Update per mps: case type: pka. Delay of 30 min.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported foot pedal and hand piece are not engaging anspach. Peripheral connection error. Fse connected everything and tried multiple times but could not get this system to fail. Disconnected everything and did a very thorough cleaning of the fiber optics per the service manual, as dirty fibers are the primary culprit of this error, to hopefully prevent this error from re-occurring. Also used microcamera to physically view the fibers and they appear to be very clean. Again, connected and completed a pre-surgery without issue. Case type: pka. Delay of 30 min.